Manufacturer narrative:
Device passed displacement test. Device received with moderately scratched lcd window, cracked battery tube threads and cracked case behind the device near the battery compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was cracked by battery compartment. Customer's blood glucose value was unknown at the time of the incident. Customer was changing the battery when he noticed the insulin pump damage. Customer stated that no physical damaged to the reservoir lip ring. Customer states the pump has physical damage. Customer stated the infusion set and reservoir did not show signs of damage. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.